Event description:
It was reported that the pt was implanted in 2004 with a short implant, due to a difficult anatomical condition. Intra-operative testing was unremarkable. However testing carried out in 2004 showed that the electrode array, probably because of an inflammatory process, was damaged.